Event description:
Connected spiros to end of IV line and turned until it clicked when IV started, fluid was leaking at connection site. Spiros was loose at connection. Spiros replaced with new one and no further problem.